Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: medical device problem code a010402 captures the reportable event of stent migration. Impact code f2301 captures the reportable additional intervention of placing another axios stent and metal stent. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b5, d4 (model number, catalog number and unique identifier (UDI) #) and h6 (device codes) have been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted transgastric to the gallbladder for gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on an unknown date. During a routine follow up on (B)(6) 2021, reimaging was performed and it was noted that the stent migrated into the gastric wall. The stent remains implanted and the physician is comfortable leaving the stent in place. Another axios stent was implanted to bridge the migration and a metal stent was implanted through the two axios stents to keep them in place. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted for gallbladder drainage. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be implanted in the gallbladder.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted transgastric to the gallbladder for gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on an unknown date. During a routine follow up on september 10, 2021, reimaging was performed and it was noted that the stent migrated into the gastric wall. The stent remains implanted and the physician is comfortable leaving the stent in place. Another axios stent was implanted to bridge the migration and a metal stent was implanted through the two axios stents to keep them in place. There were no patient complications reported as a result of this event.